Event description:
A pacel device was implanted. Three days later, an echo was performed prior pacemaker implant revealing a pericardial effusion resulting in tamponade. A pericardiocentesis (500 cc of fluid) was performed to resolve the issue and the catheter was removed. Permanent pacemaker was implanted. The pt's condition was listed as stable.

Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which confirmed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined. The pacel bipolar pacing catheter instructions for use (IFU) states that potential adverse effects may be associated with the pacel bipolar pacing catheter. These include arrhythmias, cardiac perforation, cardiac tamponade, and damage to vessel or valve structures.